Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was unknown. Customer reported there was fluid in the battery compartment. The insulin pump will be returned for analysis.